Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of the endoscope connecting tube was fading showing a weaking of the plastic and super small crack. It is unknown when the reported issue occurred. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: d9 the device was returned to olympus for inspection, and the reportable malfunction of connecting tube not being able to connect was confirmed. Based on the results of the investigation, it is considered that the connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. External stress on connecting tube may have been caused by applying force in the wrong direction. The root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.